Manufacturer narrative:
No additional information was received. No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device will either give readings of the end-tidal carbon dioxide (etco2) waveform as degraded (lower etco2 reading than is likely true) or it would be completely lost; when this happens, the oxygen prongs would be trimmed and the etco2 waveform would become pristine. No patient injury was reported.